Event description:
Patient with left ventricular assist device (lvad) therapy for 17 months. Patient transferred care to another facility after 7 months of care at our facility. He was lost to our follow up for about 3-4 month timeframe, during which he was first diagnosed with (B)(6) bacteremia and had been treated with dapto, then changed to oral regimen of azithromycin, rifampin, and doxycycline. Patient presented back to our facility for second opinion of this infection. (Separate issue: pt was found to also have a driveline fracture.) Our initial blood cultures grew (B)(6) and patient was discharged with dapto. Patient then re-presented with + klebsiella in the blood; he was then treated with dapto + ertapenem. Patient was additionally diagnosed with "cephalad directed 4.5 mm aneurysm from the ophthalmic segment of the right internal carotid artery (rica)" (thought to be mycotic aneurysm). Patient declined discharge with IV antibiotics this time, so he was discharged with oral clindamycin + cipro. A few months later, the patient then re-presented with (B)(6) in the blood and was discharged with dapto. The patient expired a few months later and infection was the contributing cause of death.